Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, the right ventricular lead exhibited myopotential oversensing of patient respiration. Programming changes were suggested but no intervention was performed. The patient experienced no adverse consequences.